Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro catheter and when the physician tried to come on radiofrequency ablation, it would immediately shut off and the ngen monitor stated that the temperature slope was too high. The user verified they were on the appropriate presets and there were no errors on the carto 3 system. The cable was replaced without resolution. The cable was unplugged from the tx eco cable and the issue remained. The catheter was removed from the body and flushed to confirm it was irrigating. The catheter was reinserted, and the issue remained. The catheter was replaced, and the issue resolved. The procedure continued. There was no patient consequence. This event was originally assessed as not MDR reportable. The device was returned for analysis which revealed a hole on the surface of the pebax with reddish brown material inside, and internal parts exposed. This finding is MDR reportable.

Manufacturer narrative:
The product was returned for evaluation. Biosense webster (bwi) conducted a visual inspection, temperature, impedance, and patency flow test of the returned device. Visual analysis revealed a hole on the surface of the pebax with reddish brown material inside, and internal parts exposed. Temperature, impedance, and patency testing were performed per bwi procedures. The catheter was working correctly and within specifications. No malfunction was observed; however, error 106 appeared on the carto 3 system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the high temperature reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. To minimize the temperature issue, the following information of the product should be followed. Do not use the temperature sensor to monitor tissue temperature. The temperature sensor located within the tip section of the catheter does not reflect either electrode-tissue interface or tissue temperature due to the cooling effects of the saline irrigation of the electrode. The temperature displayed on the generator is the temperature of the hottest of the six thermocouples in the electrode, not tissue temperature. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. At higher contact force settings, rapid power increases during ablation may result in steam pops, which increase the risk of perforation. For the damage on the pebax the information of the product states: do not scrub or twist the distal tip electrode during cleaning; do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: pc-(B)(4).